Event description:
The report stated that during a total hysterectomy involving 2 annexectomies the device knife would not activate while sealing the left uterine artery. The tissue was properly sealed but the jaws of the device would not open. There was a delay in surgery of 7 minutes. There was no bleeding or patient injury, another device was opened and used to complete the procedure.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.